Event description:
Additional information was received that inappropriate automatic mode switch was noted on the device.

Event description:
During a remote follow up, far field r- wave oversensing was observed on the device. Technical support was contacted and recommended reprogramming. No intervention has been performed. The patient was stable.